Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported tubing separations at the port sites. Although requested, no further information has been given.

Manufacturer narrative:
The customer¿s report of tubing separated at end where it connects to patient was confirmed. Visual inspection of the set noted that vinyl tubing was completely separated from the distal male luer. Examination under magnification noted that both sides of the vinyl tubing had insufficient solvent applied at the engagement. There were no other anomalies observed. Functional testing was deemed unnecessary due to the separation at the component engagement. Fluid was leaking from the separation. Dimensional analysis was performed and the vinyl tubing measured to be within specification. The root cause of the customer¿s report was a manufacturing issue due to insufficient solvent being applied at the junction of the vinyl tubing.

Event description:
It was reported that the tubing separated at the location where the male luer was connected to the patient. Although requested, no further information has been given.

Manufacturer narrative:
Correction on initial report: date of report.

Event description:
It was reported that the tubing separated at the location where the male luer was connected to the patient. Although requested, no further information has been given.